Event description:
It is reported that 12 days after implantation, the as inverse/reverse poly insert disengaged for unknown reason. Post op x-rays were satisfactory. And surgeon was pleased with tension, height and version.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the device in the u.s. Where lot numbers were received for explanted device, history records were reviewed and found to be conforming. It is reported that the medical device will be sent back to zimmer for investigation. An amended medical device report will be filed, when zimmer has completed the investigation. The need for corrective measures is not indicated at this time. (B)(4).